Manufacturer narrative:
Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the product was released to the product¿s acceptable criteria; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported, during the cataract procedure, the phacoemulsificator did not aspirate. The cassette and the tip had to be changed in order to perform and complete the procedure. There was no clinical consequences to the patient.